Manufacturer narrative:
(B)(4). On (B)(4) 2011, a health hazard analysis/ risk analysis was completed for flow accuracy issues. The health hazard analysis/ risk analysis concluded that the patient risk is as low as reasonable practical for all rotaflow drive units in the field without the updated and corrected user information about accuracy of the flow measurements. The rotaflow user manuals have been updated. Reference: complaint (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), rotaflow console serial numbers (B)(4) and (B)(4) displayed incorrect flow measurements in the liters per minute (lpm) display window. Both rotaflow rates were 220-260 cc less than the hospital spectrum flow rates measurements. One out of the two rotaflow consoles was replaced by an older rotaflow console. The older rotaflow console serial number nor the serial number of the console that was replaced was not provided. Once, the rotaflow console was replaced with the older rotaflow console the flow readings were in-line with the spectrum flow rates. The maquet technician was there when these events occurred. Later in the evening of (B)(6) 2011, the maquet technician was informed that the replaced console ("older" rotaflow console)flow rates were reading 100 cc above the spectrum flow rates. Complaint (B)(4) did not indicate there was impact to the patient. Note: a separate MFR report #8010762-2014-01046 will be filed for serial number (B)(4). Reference: complaint (B)(4).